Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported it was hard to determine the main cause of the poor communication. It was reported that the patient suffers from dementia and delusional psychosis. It was reported that the patient was scheduled to meet with their manufacturer representative on (B)(6) 2017 but was unable to get out of the car due to limited mobility. No further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had poor communication screen on their patient programmer. Caller stated that patient told them they had stopped feeling stimulation therefore they wanted to check the ins however was unable to connect. Caller mentioned it was difficult to see determine where the ins was at as they couldn't see the scar but patient was able to show them. Using the antenna and unplugging the antenna to try and sync did not resolve the issue with not being able to connect. Caller was directed to follow up with healthcare professional (hcp) as they hadn't checked the ins using the patient programmer in a long time, and it had been at least 1.5 years since the device was checked or programmed. No further complications were reported.